Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had moved new years eve day and someone broke into their car with external devices and the pt had everything replaced except the remote control. Pt was told them that the insurance would not cover it and they were without it. Pt could not program their therapy now but they could charge it. Pt had spoke to some one from manufacturer before that how many leads they have to run off and a couple were bad. The last person they spoke to said they should probably get the ins off (ps understood reprogrammed or replaced). When pt moves certain ways its almost as if they got hit with a taser like it really intensifies like there was a short. They cant use it and they have a doctors appointment on the 15th. Pt would like someone there to reprogram or provide pt with more information. Pt could not use it now and it left the pt handy capped. Pt noted they were so uncomfortable for it felt like there was a short for about the last 2 years. Pt notified their representative a couple years ago but they never got back to the pt. The patient was redirected to their healthcare provider to further address the issue. The pt called back later and stated they were seen about 4 years ago for reprogramming and was told some of the electrodes on their leads were not working properly. Pt stated they've still been able to use therapy. Pt stated for close to a year now they've noticed that their stimulation sensation becomes stronger when going from sitting to standing. Pt explained when they're sitting, the sensation is ok and then when they stand up it goes from about a 2 to and 8 and they feel like they're getting shocked. Pt stated this has worsened over time. Pt stated they contacted their hcp in attempt to connect with a rep but their hcp said there is nothing they can do and redirected back to the manufacturer. Ps reviewed information and emailed the field for visibility. Additional information was received from the patient on 2022-jun-17. It was reported that the steps taken to resolve the shocking when moving is to turn the device off and the issue has not been resolved at this time.